Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed, blood test strips tested positive and the machine alarmed. Estimated blood loss was 300cc's. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.